Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that they had an issue with an onboard 1:100 dilution for cancer antigen 125 (om-ma) on an immulite 2000 xpi instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse completed preventive maintenance and ran calibrators and controls, which recovered within ranges. After service was performed on the instrument, the customer performed additional dilutions, which recovered acceptably. Siemens requested for the customer to run a comparison study with other instruments at the site. However, the customer declined. No further issues have been noted. The cause of the discordant om-ma result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A patient sample was analyzed for cancer antigen 125 (om-ma) on an immulite 2000 xpi instrument and the sample recovered as >500 u/ml. The sample was then diluted in a 1:10 onboard dilution and repeated on the same instrument. The diluted sample recovered at >5,000 u/ml. Then, the sample was diluted in a 1:20 onboard dilution and 1:40 onboard dilution and reprocessed on the same instrument; the sample recovered as >10,000 u/ml and 11,386 u/ml respectively. Next, the sample was diluted in a 1:100 onboard dilution and processed on the same instrument, recovering falsely low. As a result, the customer performed a manual 1:100 dilution on the sample and obtained 13,056 u/ml and 13,064 u/ml. The customer also repeated the sample using a 1:100 onboard dilution on an alternate immulite instrument and the sample recovered at 10,169 u/ml, which was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant om-ma result.